Manufacturer narrative:
Follow-up #1 date of submission 07/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated no evidence of excessive battery usage. The alarm data in the black box was overwritten and therefore could not be reviewed. Current draws measured within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life became shorter and that a battery had to be replaced within two weeks. There was no allegation of an adverse event with this complaint; the allegation of high blood glucose readings does not meet the criteria for an adverse event. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.